Manufacturer narrative:
The pump was received with normal operating currents and passed the unexpected error, displacement and self tests. The pump gave a compromised force sensor system alarm during the basic occlusion test due to the loose/protruded drive support disk. Unable to perform the basic occlusion, occlusion, or excessive no delivery alarm tests due to the alarm. The pump was received with a partially broken reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, a broken belt clip slot, and a stained end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed during the manual prime. Customer's blood glucose reading was noted to be 212 mg/dl.